Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. The fse conducted follow-up with the customer over-the-phone to address the reported event. The fse performed troubleshooting with the customer and had the customer replace the sample needle and verified alignments over the phone. The instrument is functioning as intended and was released. The most probable cause for this event is bent probe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4020 spec.z-axis home overrun on their aia-360. The technical support group (tsg) suggested to the customer to reboot the instrument and verify needle is not bent. The customer called back and notified tsg that the sample needle is bent. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.